Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of two proficiency samples with solidscreen ii anti-d blend when tested on tango optimo. The customer reported that the api proficiency samples aut-07 and aut-09 were tested for weak d with solidscreen ii anti-d blend on tango optimo and yielded +/- reactions instead of a clearly negative reaction. The customer repeated his testing on a second tango optimo and received the same results. The customer did return the api proficiency samples aut-07 and aut-09 for investigational testing, but not the supposedly defective product. Therefore our quality control laboratory tested the customer's proficiency samples with their retained sample of solidscreen ii anti-d blend on tango optimo and could confirm the customer's test results. The retained solidscreen ii anti-d blend sample was also tested with different rh(d) negative and weak d positive samples. All positive and negative reactions were correct. We did not observe any false positive reaction. Only the artificial proficiency samples gave +/- reaction in tango optimo instead of clearly negative reactions. The supposedly defective lot of solidscreen ii anti-d blend was affected by a field safety notice, because the reagent contains a weak reacting anti-wr(a). Therefore the proficiency samples aut-07 and aut-09 were tested for the antigen wr(a). Both proficiency samples reacted negatively with anti-wr(a). Therefor it can be excluded that the +/- reactions on tango optimo the customer reported were caused by wr(a) positive proficiency samples. Although the weak reacting anti-wr(a) in this case had no influence on the customer's test results, he - like all customers - was advised by a field safety notice not to use the affected lot any longer. Testing by our quality control laboratory confirmed that the allegedly defective lot of solidscreen ii anti-d blend functions correctly with wr(a) negative red blood cells. The customer - like all customers who received the affected lot - had been informed by a field safety notice not to use the affected lot any longer because of the weak reacting anti-wr(a).